Event description:
The customer reported via phone call that the sensor had a missing or bent electrode. The customer's blood glucose was unknown. The customer received the lost sensor alert as well. The customer explained that the sensor itself did not appear bent, retracted or damaged. The customer had experienced this issue with two sensors from the same package. The customer was advised that the sensor would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.